Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experiences low blood glucose values. The customer stated that her blood glucose sometimes drops to the single digits due to giving too much insulin. The customer sometimes feels as if she will pass out and injects herself with glucagon. She has also treated low blood glucose events with fruit juices. The customer recently experienced a blood glucose value of 34 mg/dl, which she treated with a donut. Her blood glucose rose to 310 mg/dl. Additionally, the customer mentioned that she was in a serious car accident and had a neck injury. There was no further information given regarding the car accident; it is unknown if the customer was wearing the insulin pump at the time of incident. The customer was assisted with programming the new insulin pump she received in the mail; she did not know how to program the device. No products were returned or replaced.